Event description:
During a 'code blue' energency, the "tidalwave" being used to monitor the pt during ambulance transport stopped working. The pt was also being monitored using a "lifepak 12" EKG monitor, with medical staff present. The initial reporter believes that the death of the pt and the tidalwave monitor failure are unrelated events.